Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that after inflation in a fistula, the pta balloon could not be retracted through the 7f introducer sheath. The catheter and the sheath were removed together as a single unit. There was no reported patient injury.